Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for five (5) years and five (5) months, was explanted due to stenosis secondary to calcification. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Pathology report of explanted 23mm 3300tfx showed moderate amount of valve calcification.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H3: customer report of stenosis and calcification were confirmed. Commissures 1 and 3 appeared bent inward. X-ray demonstrated heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed on the inflow aspect of all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing cloth of sewing ring was cut around commissure 3. See attached evaluation photos. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was learned via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for five (5) years and five (5) months, was explanted due to stenosis secondary to calcification. The patient presented with heart failure, and shortness of breath. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. The patient was in stable condition post procedure. Pathology report of explanted 23mm 3300tfx showed moderate amount of valve calcification.